Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the user observed unusual flow dynamics, and a brief gas flow issue. Perfusionist stated they were on cpb for around 60 mins and drew a blood gas, which was normal (po2-345mmhg, sao2 -100%). About 30 mins later they started observing what they described as an area of turbulent flow in the oxygenator. They drew another gas and po2 had dropped to 76mmhg and sao2 dropped to 95% (act >600s). They then observed what they felt was a significant release of moisture from the gas outlet all at once. They increased the fio2 to 100%, drew another gas and po2 and sao2 were back to 350mmhg and 100%. They stated patient was always doing well (minus the odd drop in the numbers mentioned) and color change was always observed in the blood lines. Total pump run was 182 mins and patient came off bypass fine and had no issues. See attached videos. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that prime included 25g of 25% albumin, 50meq of bicarb and 10k units heparin. Pre-temperature was 34 and post-temperature was 34.2. Medtronic received additional information that the hms plus (act and hpt) was used to monitor heparin dosing to achieve optimal therapeutic response. The values were greater than 600 seconds throughout procedure. Additional information to d4: expiration date and serial number. Additional information to h4: device manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.